Manufacturer narrative:
(B)(4). The ICD was returned from the field and was evaluated. Longevity estimations show the battery voltage was normal based on device usage.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.